Event description:
It was reported that complete heart block occurred. The patient was noted to have severe annular and left ventricular outflow tract(lvot) calcification and was selected for a 23 mm lotus edge valve implantation. The physician performed pre-dilation with a 20 mm balloon, according to the instructions for use(IFU). Then the native aortic valve was treated with deployment of a 23 mm lotus edge valve involving successful repositioning of the lotus edge valve with re-sheathing and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). The valve was released in a deep implant position ((non-coronary cusp(ncc) side was about 3mm and left coronary cusp(lcc) side was about 6-7mm)). A few hours post index procedure, the patient went into complete heart block. A permanent pacemaker was implanted to treat the event.. The patient had no additional consequences.